Event description:
The customer reported a number of blood pump malfunction alarms and a flow rate discrepancy. The operator tried to adjust the blood flow three times. The values displayed did not match the flow rate set by the operator. Later, the operator followed the instructions distributed with advisory notice 019, procedure to remove a flow rate discrepancy. This resulted in the correct blood flow rate. There was no blood loss or any other patient harm as a consequence of the reported event.

Manufacturer narrative:
The manufacturer has received and reviewed the treatment data files related to the reported event. The manufacturer has been made aware of similar complaints were there was a discrepancy between set and observed blood flow rate. The manufacturer has identified causes of flow rate discrepancies and is developing a software version to address this issue. Additionally, gambro voluntarily issued a medical device advisory notice (advisory notice 019) for the prismaflex continuous renal replacement system on 02/15/07 which provides instructions to the user on how to quickly and safely clear flow rate discrepancies without interrupting treatment.